Event description:
It was reported that during a procedure, the ultrasonic scalpel was getting hot halfway up the rod and it burned the patient's lung. No treatment was needed and the patient was reported to be in satisfactory condition after the procedure.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. The returned device had an indention in the teflon pad. The device did not exhibit any evidence of overheating such as charring or discoloration of the blade. The distal tip shaft of the device was occluded with biological material. Sss instructions for use state, "clean blade, arm, and distal end of shaft throughout procedure to achieve optimal performance by activating the device in saline." Function testing was conducted and the device passed initial, button (x 10), and pedal testing. The device was activated on a max setting of 5 for a period of 30 minutes. The device was activated in 10 second intervals and the temperature was measured at the distal tip and midway down the shaft in 5 minute intervals. The maximum temperature recorded for the tip was 42.5c and for the shaft it was 26.5c. Since the measured shaft temperatures are less than the average body temperature of 37c, it is unlikely that the shaft could have caused a burn when the device was not activated. However, the distal tip may have caused a burn if the blade had residual heat due to clinical use. Sss instructions for use states: "blood or tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "While not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." "During prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gown, or other unintended sites at all times." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.